Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator shut down with a continuous alarm. The patient was removed from the ventilator, and manually ventilated via an ambu bag, and transferred to an alternate ventilator. The patient's oxygen saturation level was maintained between 95-100%. There was no reported patient injury.

Manufacturer narrative:
(B)(4).